Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report, the customer cleared the malfunction alarm and insulin delivery was resumed successfully. There was no impact to the customer¿s blood glucose level.